Event description:
It was reported that during a remote follow-up, there were false pause episodes due to undersensing on the device. Technical support was contacted and recommended reprogramming, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.